Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a residual refraction of 1.75 and very poor distance vision was observed in a patient seven days after implantation a preloaded intraocular lens (iol). The biometrics had theoretically indicated a target of -0.2. The iol was explanted. The patient is well and the surgery was successful. No further information was provided.